Event description:
It was reported that device was used during a low anterior resection. The surgeon could not fire the device. The case was completed with a same like device with no patient consequence.